Manufacturer narrative:
(B)(4).

Event description:
Subsequent to the initial MDR, additional information was received on (B)(6) 2016 regarding medical intervention for the patient. It was reported that the patient's mother took the patient to their pediatrician for an ultrasound on (B)(6) 2016. They discovered the wire was still in the patient and was advised by the pediatrician that the sensor will work its way out with time. The patient's mother said that the insertion site looks like a pimple on the skin. The patient is stable and the wire is still present. No further event or patient information is available.

Manufacturer narrative:
(B)(4).

Event description:
Patient's father contacted dexcom on (B)(6) 2016, to report a missing sensor wire that occurred on (B)(6) 2016. The sensor insertion was at the abdomen on the (B)(6) 2016. There was no report any injury or medical intervention. No additional even or patient information is available.

Manufacturer narrative:
(B)(4).

Event description:
A sensor pod (serial number (B)(4)/lot number 5205064) was returned for evaluation. The device was visually inspected and the sensor wire was missing from the sensor pod and housing puck. The reported event of a missing sensor wire was confirmed. A root cause could not be determined. However, it is unknown if the returned device is the complaint device.